Event description:
A patient reported blood glucose results of 199mg/dl, and 147mg/dl with a lifescan meter, performed within 10 minutes of each other. Patient contacted the physician and advised the patient to continue his diabetes regimen.